Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was noted on the rv lead. Review of the egm confirmed lead issue. Isometrics and pocket manipulation did not reproduce noise. Physician elected to continue monitoring the lead.